Event description:
During a routine hemodialysis treatment, a reported patient blood loss of 210 cc occurred. It was reported that multiple effluent pressure low alarms followed by arterial air alarms occurred during the patient therapy. While attempting to evaluate the patient's arterial access condition, a clot was found in the arterial line. Treatment was discontinued without rinseback of the patient's blood due to clotting. No medical intervention was required.